Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Investigation result of stent partially deployed. Investigation results: an ultraflex tracheobronchial distal release covered stent and delivery system were returned for analysis. Visual examination of the returned device noted that the stent was returned partially deployed by 6mm and the distal end of the catheter was kinked in two separate locations. During analysis, investigator was able to deploy the remainder of the stent however the catheter bowed during deployment. No issues were noted with the profile of the stent. This type of damage is consistent with the application of excessive force to the delivery system. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on september 04, 2015 that an ultraflex tracheobronchial distal release covered stent was to be used in the trachea during a tracheo metal stent placement procedure performed on (B)(6) 2015. According to the complainant, this was to treat a tracheoesophageal fistula. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, after reaching the target area, the physician attempted to deploy the stent by pulling on the deployment suture. However, the physician found that it was difficult to release. The stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed reportable based on the investigation result that the stent was partially deployed.